Event description:
Medtronic received information that 13 days post implant of this bioprosthetic valve, it was explanted and replaced for reasons unknown. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and replaced due to bacterium endocarditis secondary to intravenous (IV) drug abuse. No further adverse patient effects were reported. Relevant medical history includes: previous surgical interventions due to infection caused by IV drug abuse.

Manufacturer narrative:
Conclusion: the medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The tissue processing includes a series of bioburden reduction processes which were designed and validated to inactivate all known fungal or mold species. Subsequently, to the last bioburden reduction step, the assembled products are packaged into sterile jars in final sterilant solution and are enclosed in torqued lids to ensure sterile barrier under an iso class 5 clean zone. The terminal sterilization process is validated using bacillus atrophaeus atcc 9372, as recommended under iso 14160:2011. To minimize the risk further, finished assembled valve products are packaged under iso class 5 with sterilized components in jars and lids. The last bioburden reduction process for the tissue heart valve products whereby the process was challenged with 106 cfu of mycobacteria species and bacillus atrophaeus atcc 9372 (aka bacillus subtilis varniger) at worst case conditions (minimum glutaraldehyde concentration at half the exposure time). The validation studies demonstrated that a sterility assurance level of 10-6 or better will be met against mycobacteria and bacillus species. In addition to the controls in place, a routine microbial monitoring program is incorporated into the manufacturing process. This program encompasses the monitoring of environmental area, assembled product bioburden, and packaging solution. Any growth, if found from the assembled product and packaging solution are characterized and evaluated for potential resistance to the terminal sterilization process. Finished products are only released with acceptable bioburden results. Additionally, acceptable sterility testing result is a requirement for finished product release. Based on the DHR review of this product, there was no issue identified regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labelling, or sterilization load) that would have impacted this event. Hence, the controls and microbial monitoring programs in place will further minimize the risk of microbial contamination. Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. Based on the received information, the endocarditis could be due to patient condition / medical history.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to-date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirteen days post implant of this bioprosthetic valve, it was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.